Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during the removal of bile duct stones on (B)(6), 2010 (patient identifier, weight, gender, and age are unknown). According to the complainant, during the procedure the balloon ruptured at the common bile duct of the patient. It was noted that no fragments of the balloon detached inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding patient information have been unsuccessful to date. Should any relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results:the suspect complaint device was returned for evaluation and was confirmed to be from lot number 13267892. Visual analysis of the returned complaint device confirmed the balloon had burst as was reported by the complainant. There was no damage noted to the catheter of the device. A review of the complaint database concluded there were no previous complaints reported for this lot and no adverse trends were noted. The most probable root cause of balloon burst/rupture is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).